Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device would not prime and would not fill up the chamber was confirmed. The device was found to have inadequate flow upon evaluation. The left and right follower arm assemblies were replaced to address the reported issue. Further the console cover was found to have a cosmetic issue and was replaced. The device was tested and found to be working according to specifications. Given the information provided, we cannot determine a definitive root cause for the cosmetic damage to the console cover. A manufacturing record evaluation was performed for the finished device (serial number : f04a20830), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep via phone, the fms vue pump would not prime and would not fill up the chamber. A like unit was used to complete the procedure with no delay and no patient consequence.